Event description:
It was reported that the iab was inserted in the pt's right femoral with some difficulty. After the iab was connected to the pump, the pump began experiencing helium leak alarms. The iab was removed without any pt complications.